Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data did not reveal any records indicative of ¿no power.¿ the battery cap was returned intact and without damage. The battery cap secured properly to the pump. The battery compartment was noted to be cracked with visible moisture corrosion inside the battery compartment. On investigation, the pump powered on normally without alarm. The pump was exercised for 24 hours without power interruption or loss. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components, including the power circuit. Investigation did not confirm nor duplicate the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture corrosion inside battery compartment; battery compartment damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.